Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged difficulty of breathing/shortness of breath and chronic obstructive pulmonary disease. The reported event of chronic obstructive pulmonary disease and difficulty of breathing/shortness of breath and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. The device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused breathing problems and chronic obstructive pulmonary disease. The patient did receive medical intervention and was hospitalized for two days. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.